Event description:
It was reported that the patient had high impedance on their l5 lead. The patient was not receiving adequate coverage in their pain pattern. In turn, the patient had their l5 lead explanted and replaced. Stimulation was reportedly restored postoperatively.